Event description:
It was reported that the device was running without the trigger being pressed. This was found prior to a procedure so there was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. Similar malfunctions to this complaint were most likely caused by the magnet falling out of the trigger and sticking to the ebox. The device was repaired locally.